Manufacturer narrative:
The device has been received. However, the device evaluation has not yet begun. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after repositioning and shaping of the echelon tip, the catheter was redelivered to the treating vessel, under fluoroscopic guidance the echelon was noted to have been punctured 2-3 mm from the tip by the traxcess guidewire. The devices were used and prepared per the instructions for use (IFU). New devices were selected to treat the patient. No patient harm occurred. The anatomy was medium in size and was severe in tortuosity. The surgical time was extended by less than 30 min.

Manufacturer narrative:
The echelon-14 micro catheter was returned for analysis without the traxcess guidewire. The echelon-14 was measured and found to be within specification. Upon visual examination, no issues were found with the echelon-14 hub. The echelon-14 distal tip was found to be bent. It was reported the echelon-14 distal tip was shaped by the customer. The distal tip was found to be punctured at the proximal edge of the distal marker band. The echelon-14 micro catheter was flushed, water and blood exited from the puncture site and distal tip. The echelon-14 micro catheter was then tested with an in-house 0.016¿ mandrel. The in-house mandrel was inserted into the echelon-14 micro catheter hub and catheter lumen. No resistance was encountered; however, the mandrel was unable to pass through the distal tip as it exited through the punctured location. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter puncture, was confirmed as the echelon-14 distal tip was found to be punctured. It is possible the shaping of the echelon-14 distal tip or the guidewire distal tip shaping contributed to the event; however, the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the echelon instructions for use (IFU): ¿prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. Multiple shaping is not recommended.¿ if information is provided in the future, a supplemental report will be issued.